Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the device was extruded at the implant site exposing the receiver (specific date not reported). The patient underwent a revision surgery on (B)(6) 2022 in order to reposition the device.